Event description:
The lead was returned after a patient death and has tested out of specifications. There were no complaints, allegations, or previous contacts regarding the lead. The cause of death was an idiopathic cardiac arrythmia. The patient had been non-compliant and had not followed up with the physician's office. Additional information has been attempted and not made available.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was reported as an idiopathic cardiac arrythmia. The patient had been non-compliant according to the physician's office. No complaints or allegations were provided to indicate the device did not meet expectations. Additional information has been requested and not yet made available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), the defibrillation conductor was fractured (overstress), the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was stretched.